Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump keypad was sticking and also insulin pump was not delivering insulin. Most of the time the act button seems like it did not connect. Time was advanced. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.